Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery and motor error alarms. The customer's blood glucose was 300 mg/dl at the time of incident. The customer's blood glucose level went up to 408 mg/dl. The customer was not feeling good and gave herself a bolus. The customer was able to rewind the insulin pump. The displacement test and manual prime were successful. The insulin pump will not be returned for analysis.